Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 8 years later due to the liner disassembling. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 51-107110 lot# 6121770 tprlc 133 mp type1 pps ho 11.0 cat# 650-1056 lot# 2017080689 cer bioloxd option hd 32mm. Cat# 650-1066 lot# 2017091476 cer opt type 1 tpr sleve 0mm. G2: foreign: japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.